Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was replaced during the service call.

Event description:
It was reported that the stenoscope system had the images appear in the negative. Also, the images would display then the screen would go blank. No patient injury was reported.